Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. This event occurred outside the us. Referenced article: "prevention of inappropriate ICD shocks in patients with brugada syndrome." Clin. Res. Cardiol. January 1;99(1):37-44. Since no device ID was provided, it is unknown if this event has been previously reported. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
A journal article was reviewed that contained information regarding this device. There was oversensing noted, and the device was reprogrammed to prevent reoccurrence, but this could not be correlated with a specific serial number. The device remains activated. There were no further patient complications reported.